Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported to a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy experienced peritonitis. Upon follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2022 with abdominal pain, nausea, vomiting and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count obtained in the outpatient clinic on (B)(6) 2022 presented with no growth in the culture and a wbc count greater than 8000/mm3 (exact count unknown). The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 2000 mg every 5 days for two weeks and ip ceftazidime at 2000 mg every day for two weeks. The patient is recovering from this event and remaining asymptomatic. It was confirmed the patient¿s peritonitis, and the associated symptoms were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home following this event.